Event description:
Surgeon reported that there was not enough "space" with the sewing ring and this made it difficult to implant. There was no reported adverse effects to the pt and the valve remains implanted.